Event description:
It was reported that the customer had a cracked and o ring is hanging out of the reservoir compartment of the insulin pump. The customer is unsure how it occur. The customer's blood glucose level was 150 mg/dl. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window and cracked battery tube threads.